Event description:
Patient presented for tenex procedure. Everything was prepped as per standard procedure. When priming machine, the saline leaked from the machine. Priming of device was completed unsuccessfully as there was an issue with the vacuum. Staff turned device off and cleaned up the saline and removed the device. Staff explained to patient what had happened, and he was understanding and not bothered. Explained to physician and obtained new device. This device was successfully set up and primed. Upon observation of defective device, one tube was not connected within the cartridge. Patient was able to have procedure completed without issue other than the brief time delay of cleaning and preparing new cartridge.